Event description:
During decortication of the joint, the cutting element was advanced more rapidly than recommended per labeling. Under fluoroscopy, it was noted the tip of the cutting element had broken off. The surgeon determined the tip would not produce an adverse event and elected to leave it in the patient and proceed with the remainder of the procedure. No patient-related adverse effects were reported.